Event description:
Literature: marinkovic sp, gillen lm, marinkovic cm. Minimum 6-year outcomes for interstitial cystitis treated with sacral neuromodulation. Int urogynecol j pelvic floor dysfunct. Apr 2011;22(4):407-412. Doi 10.1007/s00192-010-1235-9. Summary: the authors performed an observational, retrospective, case-controlled review ((B)(6) 2002 - (B)(6) 2004), to discern whether neuromodulation could be successfully implemented with acceptable morbidity rates in interstitial cystitis patients when standard drug therapies have failed. The authors indicated that sacral neuromodulation is both therapeutic in the short-term (mean 14 months) and medium term (mean 6-7 years) with good outcomes. Thirty-four female patients underwent stage 1 and 2 interstim placements under a general anesthetic. Reportable event: the authors reported five cases of lead migration and three cases of device erosions (secondary to accidents e.g., kick to the side of the right buttocks during a martial arts bout, fall off a 15-foot ladder, fall through a porch floor, car door slammed against the buttock during a tornado alert) without infection.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. It is also possible several events occurred in one patient. The patient information provided is the average for all the patients; gender information was not provided. At this time, no additional information was available, add'l info regarding the patient, event, interventions and outcome has been requested.